Event description:
It was reported that the arctic sun device had too low flow rate. Per follow up information received via email on 02may2024, device would be repaired in the hospital. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty manifold. The device had low flow rate. Manifold assembly was replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had too low flow rate. Per follow up information received via email on 02may2024, device would be repaired in the hospital. No patient involvement. Per investigator finding results received on 26jul2024, it was reported that the arctic sun device had pressure issue regarding the pressure transducer failure. System pressure stays at -12psi.